Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited no cassette alarm. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. Sample was received in used condition without its original packaging, decontaminated inside in a plastic bag. During visual inspection, the sample was visually inspected at a distance under normal conditions of illumination to detect sample conditions that could cause functional issues. No damages detected, sample was received without white cap and without blue clip. During pump tube height testing, the sample was tested to measure the height of the pump tube arch and determine if is under or out of specification following the procedure. The pump tube height measurement could not be completed. The sample failed; due to the fact that the sample was received in used condition it is possible that pump tube height was modified during the use. During accuracy testing, the samples received were connected to a pump and the and a balance mettler toledo to look for unusual function. The sample could be connected without problem; however, sample failed the test average delivery. During functional testing, sample was filled with 100 ml of water to look for unusual function. The sample fully primed and connected without difficultly, the pump was set running and no alarms were activated. Complaint is not confirmed. No root cause was determined due complaint was not confirmed. No action taken.